Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was reprogrammed on (B)(6) 2022. The patient was stable condition.